Event description:
The customer reported the alarm does not work on their intellivue mp50 patient monitor. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported the alarm does not work on their intellivue mp50 patient monitor. It is unknown if the device was in clinical use. There was no adverse event reported.